Event description:
A distributor reported that a customer experienced a serious adverse event related to low blood glucose (bg). The incident led to an emergency room (ER) visit by ambulance, but there was no measurable bg value, and the customer required assistance from their parents to manage their diabetes using a bolus via the pump. The healthcare professionals at the ER were reportedly unsure how to treat the condition, but the customer was released the same day after treatment resolved the issue. There was no adverse impact reported on the customer¿s blood glucose levels, and no permanent damage was identified. The pump was checked by customer technical support and found to be functioning as intended, with no issues reported with the pump, infusion set tubing, or insulin.